Event description:
Laparoscopic surgery being performed for lysis of adhesions when a blade broke off of the endoshears. Surgeon and staff were unable to visualize broken piece with laparoscope. Procedure was converted to laparotomy to locate the endoshear blade. The broken piece was retrieved.